Manufacturer narrative:
One single dpt-vamp flex kit with IV set and pressure tubing was received for evaluation. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The dpt zeroed but did not sense pressure accurately on pressure monitor. Electrical testing showed that output impedance met specification, but the input impedance was unstable. The zero-offset value was also unstable. Excess solder material was observed on the sensor chip over the area between the input circuit and gold pad on the output circuit near the #1 solder joint. The excess solder material was removed from the sensor chip and then after, the pressure test and electrical test were performed again. The dpt zeroed and sensed pressure accurately on pressure monitor after the excess solder material was removed. The electrical testing showed that input impedance met specifications after the excess solder material was removed. The zero-offset also met specification after the excess solder material was removed. The above examination suggested that the excess solder material had created a short condition between the input and output circuit. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the arterial pressure was displayed about 70 to 80mmhg higher than expected during use. There were no issues with zeroing before use or pressure measurements during operation. After the surgery when the tube for anesthesia was removed, high blood pressure was displayed. It was assumed that the high blood pressure was due to the removal of the tubing. The patient was then moved to the ICU without any treatment or intervention. However, the arterial blood pressure became abnormally high after the patient was moved to the ICU department. The systolic arterial pressure value shown on the manchette monitor was around 110mmhg, but a higher value of 70 to 80mmhg was indicated on the monitor. It is unknown if the waveform and value matched. The pressure was checked for overdamping by using non-edwards damping device (argon medical), but there seemed to be no issues with the waveform. Zeroing was then attempted but an error message alerting that the pressure cannot be recognized was shown on the monitor. Since it was unable to zero, the device was not used. There were no leaks, kinks or occlusions observed on the line. The sample of tracing was not available. The patient was not treated based on the inaccurate value, and there were no patient complications reported.